Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump¿s luer connector fractured during sleep and a fragment remained lodged in the ilet medication chamber, after which the user removed the fragment but the chamber could no longer accept a new luer connection. Symptoms included no adverse clinical effects reported, with the user monitoring glucose using backup therapy. Outcomes included device replacement and instructions for shutdown, data sync to the app, and continuation of cgm with the dexcom app or receiver. Investigation included customer interview, photo review, and coordination for device return. Investigation of this case revealed a broken connector within the infusion interface and subsequent inability to reconnect, consistent with a damaged luer/chamber assembly. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage to the luer connection and chamber consistent with user manipulation required to remove the broken piece.